Manufacturer narrative:
Patient code.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ipg eroding through the skin. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the pocket site was revised to address the issue.